Event description:
The following description of the event was reported to carefusion by foreign distributor in (B)(6). Our dealer claims this unit is alarming vent inop, motor fault. The problem was found in the daily inspection. And it was not a patient.

Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the foreign distributor. (B)(4). The foreign distributor evaluated the device and determined the failure was caused by a malfunctioning turbine assembly. The foreign distributor shipped a replacement turbine assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty turbine assembly for evaluation. As of january 28, 2015 the alleged faulty turbine assembly has not bee received. Should the alleged faulty turbine assembly be received and evaluated, a follow-up medwatch report will be submitted.